Manufacturer narrative:
(B)(4). D10: medical products: item #: 1402244, bone screw cortical 44mm; lot #: unknown. Item #: 1402246, bone screw cortical 46mm; lot #: unknown. G2: foreign: zambia. Visual examination of the provided photos identified the screws have fractured. However, as product was not returned, further analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three incomplete views of the right femur demonstrate an intramedullary rod with two proximal and two distal interlocking screws. Distal interlocking screws have fractured and there is a radiolucent fracture line along the mid to distal femoral diaphysis consistent with incomplete fracture healing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty approximately one (1) year and six months ago. Then approximately a year later the patient began to have pain. X-rays were taken and revealed that two of the implants had fractured. Subsequently, the patient was revised on an unknown date due to the implants fracturing.